Manufacturer narrative:
The pump was received with a scratched case. The test reservoir locked properly inside the reservoir tube. The pump passed the displacement and self tests. Programmed the sensor high settings for 180 mg/dl and sensor low settings for 90 mg/dl and turned the alert on high, alert on low, suspend on low, and resume basal alerts on. The pump was monitored, and the glucose sensor simulator bg level was lowered, and the alert on low, suspend on low, and resume basal alerts activated at 88 mg/dl properly. The pump was monitored, the glucose sensor simulator bg level was set to high and the alert on high activated at 208 mg/dl properly. No absence of sensor alarms noted during the testing. However, pump error 63 alarm was confirmed in the pump history due to a broken trace on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple hardware low level failures alarm after self-test. Customer's blood glucose level was 94 mg/dl at the time of incident. The customer also noticed that the absence of sensor alarm. The device will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.